Event description:
The reporter stated that the pca had been infusing for several hours when fluid was noted running down the outside of the tubing. Upon inspection, the luer of the syringe was noted to be cracked. The customer stated they believe the pca tubing caused the syringe to crack. The pt complained of inadequate pain relief due to the leak; a dose of toradol was ordered and was given with good results. Neither the set nor the syringe were saved. The reporter stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported leak. The customer reported that the set was not saved and is not available for eval.